Event description:
Patient care specialist contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report a possible inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient care specialist did not report injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).